Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon post operative check, right atrial (ra) lead threshold had increased and p waves had diminished. A lead dislodgement was suspected. The physician was notified and the patient returned to the lab for atrial lead revision. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.